Manufacturer narrative:
Additional information was added to h6. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed to infuse heparin IV during delivery. The registered nurse (rn) administered a bolus at 10:04 and increased the infusion rate. Later, the nurse observed that the IV bag remained full and the medication was not being delivered." There was no report of patient injury or medical intervention associated with this event. No additional information is available.